Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked due to separation between female connector and the main body of the transfer set. This occurred after use of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 11/05/2021 (previously submitted as ni). H10: the device was received for evaluation with a beige connector attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including clear passage and clamp function testing were performed with no issues noted. The connection between the beige connector and female connector was performed and no leak was observed. The reported leak was not verified. The cause of the separation is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.